Event description:
The report stated that while the doctor was cutting tissue with this device, a part of the drape, which the patient wore, started to burn. But the position where it caught on fire was away from the position where the device was being used. The procedure was completed, and the patient was fine.